Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the caller was instructed to return the problematic pump using a return box with a pre-paid label. The caller understood the instructions and was also advised on steps to take upon receiving the replacement pump.